Event description:
It was reported that during an equipment inspection conducted by a manufacturer sales representative, oil leakage was discovered with the pneumatic drill. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation confirmed that the pneumatic hose assembly was damaged and leaking oil. It is unknown how the hose damage occurred. The hose assembly will be replaced and additional preventative maintenance will also be performed. The drill will be returned to the user facility.